Event description:
It was reported that a patient with a medtronic bladder stimulator who also had several lumbar surgeries met with the sales representative on (B) (6) 2010 for reprogramming. The sales representative noticed a splotchy raised rash over the patient's ipg site. The red areas were hot to the touch. The patient stated that the rash started around (B) (6) 2009 and that when recharging the rash appears to flare up. The doctor stated that it appears as the patient may have an allergic reaction and not an infection. The patient had an allergy test done before the implant, and showed no signs of an allergic reaction to any of the materials. The patient is currently taking benadryl pills and was referred to an allergist for further evaluation.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.